Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas and alleged that there were air bubbles in the cartridge and the patient had a blood glucose of 516 mg/dl with trace ketones. Symptoms included: confusion, shortness of breath, and difficulty waking up. The patient received no unusual treament. This complaint is being reported as the patient experienced hyperglycemia possibly related to the cartridge issue.